Manufacturer narrative:
Product has been received by zimmer biomet. Based on this investigation, it appears the instruments left biomet in conforming condition and that the instruments were unable to function as intended due to rough use and are worn-out. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame over which the products were manufactured. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the strike plate would not unscrew during cleaning of two ringloc shell impactors.